Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified neurological surgical procedure, it was observed that the attachment device came apart with inside pieces and ball bearings coming loose. According to the reporter, the pieces fell inside the patient and it was unknown if all pieces were retrieved. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement. The patient¿s condition post-surgery was unknown. It was unknown if there was medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and it was observed that the bearings and retainers had come out of the device. It was noted that all parts were sent in together but were not assembled. It was determined that the device came apart due to a breakdown of loctite over time. This issue is consistent with normal wear over time; this device has been in the field longer than the recommended service maintenance period. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.